Event description:
Information was received from a health care provider (hcp) and a consumer regarding a patient receiving intrathecal lioresal (unknown concentration and dose) via an implantable pump for intractable spasticity and other. It was reported that the hcp stated that the patient was reporting that the pump was making a chime a sound for months. The hcp stated that the sound was sporadic. The hcp stated that there are no clinical changes and no alarms noted in the logs. The hcp then stated that she did an alarm test and the patient stated that it was not what they were hearing. The hcp stated that she heard a recording of the sound and it sounded like an app. Technical services reviewed alarms specs and documented the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.